Event description:
Per the end user, yesterday he found a dime sized area that is red, irritated, and slightly moist. He changed his appliance as usual. This morning he woke with a burning sensation under the wafer and found that the skin under the wafer only was very red with a burning sensation. Uses soap to clean skin. Uses adhesive to remove, protective barrier wipes and ostomy paste. No further information provided.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.